Event description:
Iabp alarmed as "iabp cath leak". Initially condensation in connecting tubing. Tubing changed. Alarmed again approx 10 minutes later. Dark brown flecks noted in iabp catheter at beginning of extender testing. Progressed to minute break red flecks. Catheter changed. Medical center submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary information received by medical center which medical center has not had the opportunity to investigate or verify prior to the reporting date.medical center has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.